Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis eus ultrasound bronchofibervideoscope had a red endoscopic image and blood was on the lens of the distal end, as blood had entered the balloon that became unseated from the transducer. The issue was found at the completion of an endobronchial ultrasound (ebus). There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a root cause of the reported issue that, upon removal of the balloon from the transducer, blood was observed inside the balloon, could not be determined as the devices was not returned to olympus for evaluation. Olympus will continue to monitor field performance for this device.